Manufacturer narrative:
The investigation is in progress. A sample is expected, but was not yet been received for eval. A root cause has not been identified. (B)(4).

Event description:
A customer reported that actuation failure occurred while cutting during surgery. The customer noticed that the inner cutter did not move back and forth. The cutter was exchanged and the procedure was completed with no pt harm.